Event description:
An ICU lpn inserted a flexiflo feeding tube into a patient who had an endotracheal tube in place and was receiving mechanical ventilation. A chest x-ray revealed the tube was in the right pleural space and there was a small right pneumothorax. The feeding tube was removed and discarded. Several hours later the patient experienced ventricular tchycardia, hypertension, and respiratory distress. Repeat chest x-ray revealed a complete right pneumothorax requiring chest tube insertion. The patient recovered and was discharged home. On 5/3/93, the risk manager confirmed verbally w/the lpn that the involved device was a flexiflo feeding tube. On 5/10/93 mead johnson was informed by the risk manager that lpn now decided it was an entracare ultraflo feeding tube. The tube in question is no longer available for identificaitondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.